Manufacturer narrative:
B3 - date of event approximately used as actual date is unknown.

Event description:
It was reported that the patient experienced a cardiac arrest. A synergy xd was selected for treatment of the target lesion. Approximately two months after the use of the synergy stent, the patient experienced a heart attack.